Event description:
It was reported that a nurse performed the system controller exchange on (B)(6) 2021 after power cable disconnect alarms were observed on battery power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the submitted log file. The log file contained approximately 31.5 days of data (29nov2020 ¿ 30dec2020 per the timestamp). Intermittent power cable disconnect alarms that were not associated with true power cable disconnections were captured on (B)(6) 2020 from 19:44:00 to 19:47:38 and on (B)(6) 2020 from 10:04:18 to 10:04:38 due to the relative state of charge (rsoc) voltage levels dropping to approximately 0v while connected to 14v batteries. The atypical power cable disconnect alarms occurred on both the black and white power cables. The atypical power cable disconnect alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for evaluation. Additional information provided stated that the atypical power cable disconnect alarms resolved after exchanging the system controller. Multiple requests for additional information were made to determine if the exchanged controller will be returned for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 24aug2016. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect, replace system controller, backup battery fault, and low speed advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cable connectors for dirt, grease, or damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook and heartmate ii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log file captured backup battery fault alarms. The patient had a controller exchange on (B)(6) 2021.